Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection further described as ¿a pd infection¿ (not further described). The cause of the infection was unknown. On an unreported date, the patient began treatment for the event with an unspecified anti-inflammatory drug (dose, frequency and route were not reported). Pd therapy was ongoing during the treatment. It was not reported if the patient was hospitalized for the event. Dianeal therapy was ongoing during the treatment. At the time of this report, the pd infection was not resolved, and the patient was not recovered. No additional information is available.